Manufacturer narrative:
Tracking #: (B)(4). Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, this is the fifth band port which has become disconnected from the tubing of the device with the doctor. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 5/16/2016. Model and lot #, device available for evaluation?; date received by MFR; if follow-up, what type?, evaluation info: added additional information. Batch # (B)(4) the device dimensions around the connection tubing met specifications. While it was not possible to draw a definitive conclusion regarding the root cause of the reported event, port disconnection is a recognized adverse event associated with gastric banding and adjustable gastric band. The IFU provides specific instruction of how the connection of the components is to be made. Failure to connect the tubing per those instructions may result in a port disconnection. The IFU states: ¿slide the strain relief end of the locking connector onto the cut end of the sagb tubing. Allow the sagb tubing to pass approximately 2cm beyond the locking connector tab. Push the sagb tubing onto the connection tube that extends from the port until the tubing has reached the outer face of the connection housing on the port¿. A device history record (DHR) review was performed on the final packaging lot numbers (B)(4) and subassembly batch # (B)(4) and no discrepancies were recorded during the manufacturing process in relation to the event.